Event description:
The customer reported that during a procedure, the system's motorized drive would not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation and was unable to move the c-arm using the joystick because of a pin problem. The remote user interface console cable was replaced. The system was tested and found to be working as intended and put back into svc.